Event description:
The customer reported to olympus, the colonovideoscope had a seed stuck in the channel and could not brush the suction channel. The issue was found during a diagnostic colonoscopy procedure that was completed with the same set of equipment without suction. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was instructed to soak scope for approximately five hours to possibly loosen the seed and was asked to try brushing the channel again. Customer inquired if there is a service contract on the scope and was informed no and the scope was out of warranty. If the issue was not resolved the customer was asked to send the scope in for repair. Customer declined initiating an RMA and would speak to sales representative contact details were shared and the call was transferred. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.